Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to rapid atrial fibrillation (af). Therapy was exhausted. The patient was hospitalized and programming changes were discussed and made effective by the clinic. The patient was discharged home the same day. The ICD remains in service. No additional adverse patient effects.